Event description:
The date of event is estimated. The distributor reported that a doctor had a patient present with mucopurulent secretion in the punctum three (3) months post insertion of a 2.0mm x 3.0mm pcl punctum plug. The patient was treated with antibiotics and an anti-inflammatory drug with slow clinical improvement. With pressure washing the lachrymal with antibiotics and applications of a topical antibiotic, the patient healed well without additional surgery. A temporary device (0.3mm x 1.5mm gellansert) was inserted prior to inserting the pcl plug. The patient had no pre-existing medical conditions or allergies that would have affected the healing process or contributed to the reaction. The surgeon stated that this was the second patient he had seen within a few days with this similar type of reaction following implantation of a pcl device from the same manufacturing lot.

Manufacturer narrative:
The actual used device was not removed or returned for review. Sterile samples from this finished good lot were not available for testing. Method: no samples were returned for review. Therefore no evaluation was performed. Results, conclusions: no samples were returned for review. Therefore no evaluation was performed. Relevant portions of the device history record was reviewed and no corresponding issues were identified during the manufacturing processes or at final inspection. The sterility records confirmed that all product from this finished good lot/load was sterile when released. There were no other events reported for this particular finished good lot and no similar events were reported for the pcl extended wear plugs. The gellanserts are not flushed from the canal prior to inserting the extended wear devices. Therefore, the root cause for the reported post-operative reaction can not be determined at this time. (B)(4), item # 0077, duraplug pcl extended wear plugs. Lot m446690.